Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will reported in a supplemental report.

Event description:
During the gamma3 nail surgery, the set screw was not locked into groove of the lag screw. Therefore, the surgeon removed the nail, and used another brand new nail kit. The surgeon requested the investigation of the nail and the set screw taken out.